Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced a low blood glucose while using the ilet system integrated with a fsl3+ continuous glucose monitor (cgm), after announcing a larger-than-usual lunch which led to excess insulin delivery and subsequent hypoglycemia with the lowest reported glucose was 54 mg/dl on the pump display, and the user self-treated with two glucose tablets. Symptoms included sweating consistent with hypoglycemia. Outcomes included recovery with oral glucose and a subsequent fingerstick-confirmed blood glucose of 128 mg/dl, with symptom resolution and no hospitalization. Investigation included customer support troubleshooting and education regarding meal announcements and treatment of hypoglycemia. Investigation of this case revealed use-related error related to incorrect meal size announcement that resulted in excess insulin dosing, with no device malfunction reported or observed. It was concluded, based on previously established findings for similar reports, that user error associated with meal announcement was the most probable cause.